Manufacturer narrative:
Evaluation, results: related to operational context ¿ guidewire got stuck in stent. Deformation problem - stent. Conclusions: operational context caused or contributed to the event - guidewire got stuck in stent. (B)(4).

Event description:
Evaluation summary: the stent was severely damaged. The stent was returned on a non-medtronic guide wire.

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent (3.00mm x 38mm) to a lesion in the lad. The device was inspected and prepped with no issues noted. Negative prep was performed with no issues noted. The lesion had been pre-dilated. It was reported that the guidewire(non-medtronic) got stuck. Though it was attempted to be removed using a goose neck catheter, this attempt failed. It is reported that the resolute integrity device was extended to the proximal side of the stuck site of the gw. The resolute integrity device reached nearby the lmt. The stent and guidewire were then removed eventually together and the resolute integrity device was reported to be deformed. Removal difficulties had been encountered with the relevant device. Procedure was completed with another resolute integrity rx of the same size. No clinical sequelae were reported. Physicians comment in consideration of product structure of resolute integrity rx, is that this case would be related to the guidewire.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined); inherent risk of procedure ¿ (stent deformation). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (stent deformation). Unknown - (root cause could not be determined). Unable to confirm complaint - (device or procedural images not provided for review). Device not returned - (device not returned for evaluation). (B)(4).